Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered a suspend on low. The insulin pump stopped due to 51 mg/dl but 21 minutes later when they checked their blood glucose, it was 162 mg/dl. The problem also occurred when their sensor glucose value was 50 mg/dl and 52 mg/dl, while their blood glucose values were 90 mg/dl and 101 mg/dl. The sensor will not be returned for analysis.